Event description:
It was reported that during follow up, high capture threshold, and a decrease in sensing and pacing lead impedance were observed. Echo revealed possible perforation. Lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.